Manufacturer narrative:
Device not returned to manufacturer.

Event description:
On (B)(6) 2015 a customer reported a non-reactive result using api coryne zym bx2. Customer was running quality control and received all negative results. Customer retested with a second vial from the same lot with the same non-reactive result. No patient samples were affected and no late results reported.

Manufacturer narrative:
Biomérieux internal investigation was conducted. Investigational testing included performance checks of the two (2) incriminated ampules for api® zymb x2 using five (5) batches from retained stock. - lot 1003787970 - lot 1003772470 - lot 1003772410 - lot 1003790030 - lot 1003547280. Non-conformity was observed in the two ampules of interest for all five (5) batches (10 ampules total). Sale of reference 70493 (api® zymb x2) was discontinued via product stop shipment pss #(B)(4). Field safety corrective action (fcsa-2752) and urgent product correction notice (customer letter) was issued to the field december 22, 2015. CAPA #(B)(4) was initiated to define the corrective and preventative action plan.